Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's pneumonia could not be conclusively determined through this evaluation. Additionally, a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides the suggested responses in the event of infection. No further information was provided. The manufacturer is closing hte file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to pneumonia. The outcome was not considered device or therapy related. It was noted that the device would not be returned.